Event description:
It was reported that this patient presented to the emergency room (ER) in the afternoon of (B)(6) 2013. Reportedly, she was now on a 'breathing machine' and therefore not able to talk. It was unclear why the patient presented to the ER if related to a possible stroke or the pump. The patient was to have a magnetic resonance imaging (MRI) scan. The patient's pump was refilled (B)(6) 2013. This device system delivered dilaudid and another medicine was also added at the refill but it was not known at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).